Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her device interrogated by the company representative and was told that her battery was "dead." She was scheduled for a device replacement. Further information was requested.